Event description:
Device two of two. The physician attempted arteriotomy closure with two closer s 6 fr. Devices following an interventional procedure. It was reported that when the needle plunger was deployed the physician heard and felt a "crunching." It was reported that there was no excessive use or force by the operator. Upon needle retreival a cuff miss was noted. A second device was inserted and also had a cuff miss. The devices were removed from the pt's artery. The foot on both devices were opened and it was noted that the posterior part of the foot was "gone." Closure was achieved with manual compression. An unspecified test was done to check arterial flow. Ultrasound was also performed. Frequent pulse checks were performed. There was no indication that the foot pieces remained in the pt's artery. The pt's length of stay was not extended. There were no reports of adverse pt effect.